Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-94056. It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the implantable cardioverter defibrillator (ICD) and right ventricular lead were responsible for a shorted output stage detection (sosd) alert received which prevented high voltage therapy from being delivered. No changes or interventions were reported. The patient condition was unknown.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) and right ventricular lead were explanted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of no high voltage (hv) output and shorted output stage detection (sosd) alert was confirmed. The device was received in backup operation mode. Analysis of the device image revealed that the backup mode was due to a power-on-reset. After reloading device firmware, functional testing was performed, and it was noted that hv lead impedance was low, which prevented the hv shock delivery. The device was cut open to enable further testing, and the battery was found depleted. Hybrid circuitry was tested to an external power source. Test results indicated high current drain, consistent with hybrid damage resulting from external electrode shorting with a device's case, resulting in battery depletion and the reported events.